Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17723775 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex extreme 7x4 80cm balloon burst at 6 atmosphere (atm) when rated burst is 20 atm when at the anastomosis of the venous side. A new balloon was opened and worked fine. There was no patient injury reported and the product will be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 10 ml saline / 5 ml contrast. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. Lesion was not calcified. There was no vessel tortuosity. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The maximum inflation pressure was 6 atm. The product was removed intact (in one piece) from the patient. The patient is doing fine. Additional procedural details were requested but are unknown.

Manufacturer narrative:
The following sections have been updated accordingly: a powerflex extreme 7x4 80cm balloon burst at 6 atm (six atmospheres), when rated burst is 20 atm, when at the anastomosis of the venous side. A new balloon was opened and worked fine. There was no patient injury reported. Lesion was not calcified. There was no vessel tortuosity. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 10 ml saline / 5 ml contrast. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The maximum inflation pressure was 6 atm. The product was removed intact (in one piece) from the patient. The patient is doing fine. Additional procedural details were requested but are unknown. The product was returned for analysis. One non-sterile powerflex extreme 7x4 80cm balloon catheter was returned. Per visual analysis the balloon had been previously inflated and deflated. No anomalies were noted. Per functional analysis a leak test was performed. A leakage due to a pin hole was noted at the proximal seal area was noted. Per sem analysis the external surface of balloon revealed evidence of scratches and abrasion marks adjacent to the balloon pinhole and it is very likely that the same factors that caused the scratch marks on the balloon outer surface also contributed to the pin hole noted. The internal surface of the balloon did not reveal any evidence of damages. No other anomalies were found during the analysis. A product history record (phr) review of lot 17723775 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed due to the technical definition of a burst; however a leakage was confirmed through analysis of the returned device which may appear to the user as a burst. The exact cause of the pin hole could not be determined during analysis. Based on the information available for review, vessel characteristics or procedural factors may have contributed to the pin hole as evidenced by abrasions noted on the outer surface during analysis. According to the safety information in the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.